Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Locking screws went through locking hole of anchorage cp plate. After screw went through the plate, plate and screw was removed and then repeated with a second plate. Then plate and screw removed again and surgeon placed 2 screws for metatarsal phalangeal joint fusion.

Manufacturer narrative:
The reported event that anchorage screw has been through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during (B)(4). A new design will be implemented as soon as validated. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
Locking screws went through locking hole of anchorage cp plate. After screw went through the plate, plate and screw was removed and then repeated with a second plate. Then plate and screw removed again and surgeon placed 2 screws for metatarsal phalangeal joint fusion.